Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. All system circuit boards and cables were reseated and made secure. The system operated continuously for thirty minutes with no problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi displayed an error message "saturation fault". There was no adverse pt involvement reported. There was no pt info reported.